Event description:
The patient experienced a painful shocking/jolting sensation at the neurostimulator site which occurred while she was sleeping. This shocking woke her from a "sound sleep" and continued 3 to 4 more times until she turned the device off. The shocking stopped when the device was turned off. She met with the company representative who confirmed that, while the device was on, the patient experienced the shocking sensation at the device pocket site. She felt the shocking twice since implant in the past 2 weeks which both times occurred while the patient was sleeping. It was noted the therapy otherwise worked well for her. Movement or palpation did not cause any changes in stimulation. Impedance measurements were normal although they could not be rerun because of patient discomfort. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).